Event description:
During the procedure, the surgeon reported that the device handle got stuck and the jaws wouldn't open. The device was removed from the field and a new device was utilized. It is unknown if the new device was of the same or different lot.